Manufacturer narrative:
(B)(4). The customer reported the device repeatedly displayed defib failure-cycle power message and indicated the error codes, 01000 and 81000. There was no report of patient involvement or negative patient impact. The philips customer repair center (crc) evaluated the device, confirmed the malfunction, and resolved the malfunction by replacing the control pca and the power pca.

Event description:
The customer reported the device repeatedly displayed defib failure-cycle power message and indicated the error codes, 01000 and 81000. There was no report of patient involvement or negative patient impact.